Event description:
It was reported that the patient was experiencing no stimulation sensation. The patient had not felt stim for about 3 months. The patient felt stim prior to the hip surgery for a broken hip (B)(6) 2013 but post surgery/rehab she did not feel stim. The patient's husband tried utilizing the patient programmer today because the patient's urinary symptoms were increasing and they wanted to make setting changes. There was an issue regarding patient programmer. They put new regular alkaline batteries in the patient programmer prior to calling the manufacturer. They were not able to adjust stimulation. It was recommended repositioning patient programmer or antenna over ins. They were not able to make adjustment both with or without antenna attached. They tried with the antenna and were unable to establish communication between the ins and patient programmer. With just the patient programmer they were able to get to the home screen with confirming program 3 at 8.5 and that the ins was on but then subsequent attempts with the patient programmer and ins was the poor communication screen. Redirected caller to repair department. It was also reported that they called in to get names of hcps (healthcare providers) in their area so they could have the patient's device checked. There was no stimulation sensation. The patient had hip surgery 3 months ago. At first, the caller said since the hip surgery the patient had not been feeling stim. Later in the call they said they didn't know exactly how long it had "been out". They changed the batteries in the prorgammer. It came up at 8.5v and the patient didn't feel stim. Stim was on. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3 889-28, lot# v565870, implanted: (B)(6) 2010, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).